Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product/logs returned. Temporary pump stop: no product/logs returned. The cause of the temporary pump stop was use-related as the wire was not removed prior to starting per clinical details. Access site adverse event: the cause of the access site bleeding was not determined since insufficient clinical details were provided and product was not returned. Major bleed: the cause of the injury was not determined due to insufficient clinical details.

Event description:
The user facility reported a 73 year old male on impella 5.5 for cardiomyopathy. During support, there was concern for bleeding from surgical site prior to procedure and it was planned to place a jp drain post impella insertion. In the ICU it was noted that the nurses required emptying the jp drain shortly after arriving to the ICU. Additionally, after placing the impella across the aortic valve and in the ventricle, the impella was attempted to start but was unable to because the wire had not been removed. Once physician was made aware, the wire was immediately removed and the impella was started. The patient remains on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information received that anticoagulation was stopped due to bleeding from the lungs. Bedside nurse reported patient has history of metastatic lung cancer. The nurse also reported the patient has been getting inhaled tranexamic acid (txa), bleeding amount from endotracheal tube (ett) suctioning has improved team planning to bronch and trach patient today ((B)(6) 2026). The patient remains on support.

Manufacturer narrative:
Additional information received b5 updated. Correction: e4

Manufacturer narrative:
D6b: added explant date.